Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue of no audio.  The cause of the reported issue was determined to be due to a poor solder connection at the positive lug to the tinsel wire of the speaker.  This led to no sound coming from the speaker. The customer received a replacement device. Physio-control performed an evaluation of the electronic patient record and confirmed that the device did recognize the connection to the patient but because the patient was in a non-shockable rhythm, no shock was delivered.

Event description:
The customer reported that their device did not have any sound coming from the speaker (audio prompts) during a patient event and as a result, did not think the device was functional. The customer was called to a child drowning call. Once the customer arrived, CPR was in progress and the device was connected to the device. When the device lid was opened and the power was turned on, there were no voice prompts coming from the device. At this point, the device user did not think the device was functional and stopped using the device. The customer did continue with CPR until a backup device arrived, which confirmed an asystole rhythm from the patient. The patient did not survive the event. The customer indicated that the reported device issue did not contribute to the death of the patient as they had been under the water long enough that CPR did not help.